Event description:
Customer reported a physicist's discrepancy: according to state inspector: beam exceeds visible image more than 5% of sid. Kvp indicator inaccurate more than 5% at: 77 kvp at 50 mas 90 kvp at 80 mas 100 kvp at 40 mas 70 kvp at 60 mas. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the over dosage condition. Results: indicated: 77kvp at 50mas meas: 75.6kvp indicated: 90kvp at 80mas meas: 89.9kvp indicated: 100kvp at 40mas meas: 100.2kvp indicated: 70kvp at 60mas meas: 68.3kvp system operates as intended.